Manufacturer narrative:
One (1) osseotite® tapered certain® prevail® implant 6/5 x 10mm (xiitp6510) was returned for investigation. However, the product has been misplaced/lost in-house, as such the product has not been physically inspected and visual/functional evaluation could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. Patient is diabetic. The reported device was located on tooth # 19 and was used for approximately 21 days. The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot number (2019052376). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2019052376) for similar event and one (1) other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (patient pain) or product (xiitp6510). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (xiitp6510) was removed due to pain and discomfort since having the implant placed. Tooth location 19.